Event description:
The customer reported that while one of the medical assistants was prepping the syringes for the doctors, she opened the bag and held the bag with her left hand. As she was putting her right hand into the bag to grab some of the syringes, a syringe without a cap poked through the bag and pricked her left palm under her left index finger. This was a clean stick and no information was received regarding any serious injury as a result of this report.